Event description:
Customer reportedly received results of 229 mg/dl and 120 mg/dl within 10 minutes on the advantage system. The cap to the test strip vial had been left ajar. No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.